Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by walter ven der weegen, shennah austen, thea sijbesma, and henk j. Hoekstra.

Event description:
Information was received based on review of a journal article titled, "polyethylene wear in metal-backed cups: a retrospective analysis of 200 uncemented prostheses" which aimed to evaluate how many of the 200 implanted prostheses showed a liner wear of more than 0.2 mm per year and the frequency of any osteolysis and implant survival. Nine (9) patients identified in the article expired due to unknown reasons. There has been no further information provided.